Manufacturer narrative:
Correction to b3, please see b3 for further information. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: probe unit leak. Bending rubber is separated. Angulation failure. Leak from the scope connector. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 100 colony forming units (cfus) of unspecified enterobacteriaceae. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report olympus has not received third-party culture test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel. The customer uses ddn9 detergent during the pre-cleaning process. The customer did not specify the manual cleaning process performed at the facility. It was not specified if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored horizontally in a simple cabinet without drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.